Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026 the hospital assembled the breathing circuit set (pn 260128 / ln 202126), performed a pre-use check and began using it on a patient. However, an "exhalation obstructed" alarm occurred and could not be resolved, so the breathing circuit set was replaced. The issue did not improve and the user replaced the breathing circuit set a total of three times. Patient involvement with medical intervention (replacement of the breathing circuit set for a total of three times) was reported. However, no patient, user or third party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set,tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. Fsca initiated by hamilton medical ag, internal reference number: (B)(4). FDA ref: (B)(4).